Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on and unknown date that an amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath for a left atrial appendage (laa) closure. The patient was undergoing a concomitant la closure and pulmonary vein isolation procedure. It was noted that the patient had a very complex laa anatomy. Amulet was successfully implanted. During a post op follow up, on an unknown date, the transesophageal echocardiogram showed significant peri-device leak (pdl). The physician believes that the pdl is due to the complex anatomy and not device related. The patient did not present with any clinical symptoms and status was stable.